Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rezf1813 showed no other similar product complaint(s) from these lot numbers.

Event description:
Per sales representative, facility reported that during placement, the catheter punctured the svc and entered the pericardial space. The patient coded on the table. Physician inserted a balloon through the groin to help the rupture and aspirate blood. Patient was stabilized. No surgery was required and no further patient injury was reported.